Event description:
Case report from (B)(6) reported as: "on (B)(6) 2015: tevar was performed for subacute type b dissection occurred within 3-4 weeks. On angiography, proximal dissection entry point was not confirmed; therefore a stent graft (cook; tx2 26-80) was implanted to occlude the entry around thoracic-abdominal area. On angiography taken after the first stent graft implant, proximal dissection entry point was observed at this time. The second graft (cook: tx2 26-80) was implanted. The second stent graft was not overlapped to the first implanted stent graft. Relay plus was then implanted on zone2. Relay plus and the second tx2 stent graft were overlapped about 60mm. The proximal dissection entry was not confirmed anymore on post-implant angiography.; on (B)(6) 2015: CT was taken and no abnormality was observed.; on (B)(6) 2015: retrograde dissection was confirmed on ascending aorta. The emergency operation was performed. A part of relay plus (between bare stent to the second covered stent) was removed. Ascending aorta was replaced to a vascular graft and sutured with the rest of relay plus.; physician's comment: "at the time of the initial implant, the proximal portion of relay plus (bare stent and the first covered stent) was not completely attached to the wall on the lesser curvature related to the aorta shap. But balloon touch up was not performed because it was subacute case with high risk. Therefore, there is a possibility that bare stent was moving with heart beat and it could damage the aorta as a result." Outcome of pt: "the emergency operation was performed to treat retrograde dissection as above."

Manufacturer narrative:
In conclusion, the failure experienced is a known tevar adverse event, which recent studies have found to be at an increased risk when used for the treatment of type b dissections, moreover, it is unclear whether the device selection was appropriate for the pt's anatomy since no pre-case planning was possible due to the emergency situation of this case. Therefore, the exact root cause of the failure mode experienced is unk.